Event description:
The provider had significant issues with the sterile 4x4 honeycomb specialist cotton blend cast padding ref # 72345-02. The honeycomb padding was disintegrating when being applied to the knee. This is the cast padding size 6" sterile cast padding. Provider states "it disintegrates" and is "not acceptable".